Event description:
It was reported via medwatch ((B)(4)) that distal tip detachment occurred. During a percutaneous coronary intervention, a 182cm luge guidewire was advanced to cross a lesion. However, it was noted that the tip of guidewire broke off and was left in the patient. No patient complications were reported, and the patient was discharged in stable condition.